Manufacturer narrative:
With the available information, boston scientific determined that this device exhibited intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection, and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this pacemaker exhibited high out of range right atrial (ra) lead pacing impedance measurements, exceeding 2000 ohms. Additionally, technical services (ts) stated that inappropriate atrial tachy response (atr) episodes were found as a result of oversensing. The ra lead is a non-boston scientific device. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker exhibited high out of range right atrial (ra) lead pacing impedance measurements, exceeding 2000 ohms. Additionally, technical services (ts) stated that inappropriate atrial tachy response (atr) episodes were found as a result of oversensing. The ra lead is a non-boston scientific device. No adverse patient effects were reported. This pacemaker remains in service.